Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the device was defective.addendum per additional information provided:(B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventrio st mesh. Per op notes, ¿an incision was made in the infraumbilical midline. The hernia sac was identified and directed itself to the left of midline. The hernia sac was excised. Fascial defect was noted and a ventrio st mesh was placed in a vertical direction and secured with suture. The remainder of the mesh was packed with a tacking device.¿ (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted repair with implant of two synthetic meshes. Per op notes, ¿the herniated omentum was reduced. Hernia sac was excised. The defect was noted. A synthetic mesh was placed and secured to the fascial edges with suture. Another synthetic mesh was placed and secured to the anterior abdominal wall with suture.¿ (note: the previously placed mesh was not seen during this procedure).(B)(6) 2015 - patient was diagnosed with symptomatic left lower quadrant incisional hernia thereby underwent robotic assisted repair with implant of two synthetic meshes. Per op notes, ¿a right quadrant incision was made lateral to the rectus on the right side. Omental adhesions were taken down. A large defect was noted in the left quadrant of the abdomen. It was medial to the inferior epigastric vessels and lateral to the rectus muscle. Mesh was noted medially. A synthetic mesh was placed and secured to the self-fixating system to the anterior abdominal wall. Another synthetic mesh was placed and secured with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum:this supplemental emdr is submitted to document additional information provided.root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note, the manufacturing date (15-may-2013) is considered to be a best estimate.updated fields: a2, b2, b3, b4, b5, b7, d3, d4, d.6a (date of implant), g3, g6, h2, h4, h6, h10.note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the device was defective.